Event description:
It was reported, the fowler (backrest) handle was broken which would result in the fowler being unable to raise or lower. It was further reported, the handle was broken off by a reportedly unstable pt.

Manufacturer narrative:
The unit was damaged by an unstable pt.